Event description:
The patient had hemasorb implanted to stop bleeding during treatment for a tarsal coalition. She returned ten days later with cellulitis and edema. She was taken to the or for wound debridement and a deep culture.